Manufacturer narrative:
The complaint of infection was unconfirmed. The lead was returned with no malfunction associated with it. Visual examination revealed no anomalies.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 2938836-2019-04074 and 2017865-2019-08624. The patient presented in clinic due an erosion of the device pocket. The device was exposed due to a pocket decubitus. The system was explanted and a new system implantation is expected. The patient was in stable condition.